Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and infusion set connection issue. Customer stated they were unable to connect to the quick release. Blood glucose level at the time of the incident was 410 mg/dl. Customer did not perform troubleshooting. The infusion set will be returned.